Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the sensor needle was fractured in the body right after insertion. The customer's blood glucose level was unknown. The customer stated that the introducer needle was still in the body. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. The sensor will not be returned for analysis.